Event description:
The customer reported the system displayed an error and would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and determined the hard drive needed to be replaced. The customer has not yet authorized repair of the system.